Manufacturer narrative:
No sample was returned for evaluation, no root cause could be identified. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined all information reasonably known as of 16 may 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that there was an instance of disconnection of the blue connector from the subglottic microcuff et tube. This concern is caused by stretching of the pvc ssm tube by the blue connector which causes a very loose fit. The loose connection caused the connector to fall out. Per additional information received, the intensive care unit respiratory team leader described the concern as follows: there have been a number of microcuff tubes where the blue adaptor keeps coming out even after pushing it in to the hilt. The respiratory team leader stated having one new tube in the office to check, and after pushing the blue tip all the way in, it causes the top part of the tube to expand, which becomes the real reason why the staff are seeing this more. No further information has been made available.